Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of cervical dysplasia, dyspareunia, dysmenorrhea, iron deficiency anemia, chronic obstructive pulmonary disease, hypothyroidism, thyroiditis, urinary incontinence, painful intercourse, pelvic pain, back pain, parity 3, multi gravida, ovarian cyst, leiomyoma, painful intercourse, dysuria, pregnancy, menorrhagia and menstrual irregularity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 891 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingaoophorectomy, utero-sacral ligament plication, and pain pump placement). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophoregtony: proliferative endometrium with superficial adenomyosis. High-grade squamous intraepithelial lesion of gervix (severe dysplasia carcinoma in situ), margins negative. Please see comments below. Nabothian cysts. Follicular ovarian cysts. Leiomyomas. Clinical history: endomatriasis of uterus. Gross description: right fallopian tube measures 5.5 cm in length by 1.0 cm in largest diameter. The serosa is tanpurple and is predominantly also attached to the uterus is an 11.3 gram left ovary and adjacent fimbriated fallopian tube. [Ultrasound scan vagina] on (B)(6) 2017: transvaginal ultrasound: enlarged anteverted heterogeneous uterus with multiple fibroids-lgst is ml/post 2.0cm no significant change from prev. Essure in place bilaterally. Endo is wnl 6.73mm: however, fluid within; signifigance. Ovaries are within normal limits no ffl. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of cervical dysplasia, dyspareunia, dysmenorrhea, iron deficiency anemia, chronic obstructive pulmonary disease, hypothyroidism, thyroiditis, urinary incontinence, painful intercourse, pelvic pain, back pain, parity 3, multi gravida, ovarian cyst, leiomyoma, painful intercourse, dysuria, pregnancy, menorrhagia and menstrual irregularity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 891 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy,bilateral salpingaoophorectomy,utero-sacral ligament plication,pain pump placement). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingooophoregtony: 1. Proliferative endometrium with superficial adenomyosis. 2. High-grade squamous intraepithelial lesion of gervix (severe dysplasia carcinoma in situ), margins negative. Please see comments below. 3. Nabothian cysts. 4. Follicular ovarian cysts. 5.leiomyomas. Clinical history: endometriosis of uterus gross description: right fallopian tube measures 5.5 cm in length by 1.0 cm in largest diameter. The serosa is tanpurple and is predominantly also attached to the uterus is an 11.3 gram left ovary and adjacent fimbriated fallopian tube. [Ultrasound scan vagina] on (B)(6) 2017: transvaginal ultrasound: enlarged anteverted heterogeneous uterus with multiple fibroids-lgst is ml/post 2.0cmno significant change from prev essure in place bilaterally endo is wnl 6.73mm: however, fluid within- ?signifigance ovaries are within normal limits no ffl quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.